Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital stated saline would not flow through the blower mister with IV sets. They had three more from the same lot number but refused to open due to being same lot number #96255609. No patient involvement.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. Specific actions for the reported failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Event description:
The hospital stated saline would not flow through the blower mister with IV sets. They had three more from the same lot number but refused to open due to being same lot number #96255609. No patient involvement.